Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to perform a pump reset, after which the error did not reoccur, and the sensor session began successfully.